Manufacturer narrative:
The investigation is complete. The executive summary and section h codes have been updated to reflect investigation results.

Event description:
It was reported that the customer has a general concern with their stretchers having reduced/inadequate brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the customer has a general concern with their stretchers having reduced/inadequate brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.